Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cuff leak. The patient was intubated on july 27th and extubated on august 6th. A suspected leak was noted since august 5th. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: one used sample and a 10ml syringe were received for analysis. Visual inspection was carried out and no damage or anomalies were observed. The sample was leak tested as per the leak test setup procedure at a max inflation pressure of 0.95psi for soft seal cuffs. The sample was submerged underwater to aid in leak detection. No leaks were observed. The complaint of leakage cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.